Event description:
It was reported that the pump touch screen was having issues with responsiveness. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer reverted to an alternate pump for insulin therapy.